Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout. The customer's blood glucose level was unknown at the time of incident. Customer stated that they were unable to clear the alarm. Customer stated that the display returned after insulin pump restart. Customer stated that they received another message saying insulin pump restart then vanished and displayed the error once again. The insulin pump will not be returned for analysis.